Manufacturer narrative:
Product analysis: as found condition (condition of returned device): 5 concerto implant coils were returned for analysis within a shipping box; within a sealed biohazard pouch; within their opened concerto coil outer cartons and within their opened concerto implant coil inner pouches. Visual inspection/damage location details: due to the condition in which the concerto coils were returned, it was unable to be determined which coil belongs to which pli. (Coil 1) the concerto coil was returned without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. Upon inspection the concerto coil pushwire was found to be kinked at ~134.0cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Coil 2) the concerto coil was returned without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechani cal method detachment was not attempted. No bends or kinks were found with the concerto coil pushwire. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Coil 3) the concerto coil was returned without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. Upon inspection the concerto coil pushwire was found to be kinked at ~162.2cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Coil 4) the concerto coil was returned without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative m echanical method detachment was not attempted. No bends or kinks were found with the concerto coil pushwire. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Coil 5) the concerto coil was returned without the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the concerto coil pushwire. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): (coil 1) the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire successfully detached implant coil. (Coil 2) the concerto coil was then used for testing with an in-house instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The implant coil was detached without issue. (Coil 3) the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire successfully detached implant coil. (Coil 4) the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire successfully detached implant coil. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed for coils 1,2,3, and 4 as the pusher was returned with the implant coil still attached. However, the implant coils were successfully detached mechanically or manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. The root cause for ¿non-detachment¿ was unable to be determined. Based on the analysis performed, the customers report of ¿non-detachment¿ was unable to be confirmed for coil 5 as the concerto pusher was returned with the implant coil already detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coils did not detach. The device and any accessories were prepared as indicated in the IFU.